Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes customer noticed that two tubes had damage to the top. This event occurred two times. The following information was provided by the initial reporter. The customer stated: upon de capping the pink caps from 6ml tubes, noticed two tubes had damage to the tops.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes customer noticed that two tubes had damage to the top. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿upon de capping the pink caps from 6ml tubes, noticed two tubes had damage to the tops.¿

Manufacturer narrative:
H.6. Investigation summary: bd did receive 4 photographs from the customer in support of this complaint. The photographs were evaluated and show a tube with an area where the plastic has melted at the rim. Additionally, 10 retention samples from the bd inventory were taken at random, cap/stopper assemblies were removed, and no plastic rim melt was observed. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.